Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 19-sep-2016, the fse aligned the dispensing lane to the sorter cup pickup and ran macro tests for cup pickups in all trays without error. The most probable cause of the reported event was misalignment of the dispensing lane to the sorter cup pickup.

Event description:
On (B)(6) 2016, it was reported that the customer's aia-2000 analyzer was dropping test cups and aborting the run. It was also reported that customer was receiving error 4527, pretreatment-detection table rotation motor overrun positioning sensor error. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of fsh, pth, and lhii patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.